Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to contamination on the cassette sensor, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The debris was cleared from the sensor and the device passed all testing.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. Additionally, the investigation identified a cassette sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.